Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# 0205429767, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the stimulator had migrated to a more horizontal position to the point where the patient could move it up and down. The patient was examined and "continuing care advice" was given to the patient as an intervention. The patient was advised to not do this as there would be a risk of the battery flipping over and potential damage to wires. There was no indication a flip or damage had occurred. The patient was instructed to contact the clinic if it migrated further. The event was related to the component and the stimulator. The event was ongoing. Additionally the patient also reported the "pulse goes strange sometimes, fast and misses a beat" when changing position like a stop, start sensation. The sensation was also referred to as an electrical flutter. The sensation was very brief and typically occurred when they changed positions. The patient had a recent history of falls and there could be a relation between the falls and the sensation occurring. The patient reassured the healthcare professional that there had been no changes to stimulation and its coverage. Device interrogation was normal for the patient. Patient was to call clinic if issue continued. It was unknown if the sensations were related to the programming/stimulation. It was also unknown if it was related to the device migrating. If additional information on intervention and outcome is received a follow-up report will be sent.